Event description:
It was reported that when testing the universal modular electric/battery double trigger handpiece on the sterile field prior to the procedure beginning, the device was intermittent in operation and would start then stop with trigger still depressed. Upon release of the trigger and then trying to use again, the device would work sometimes. Both batteries were checked with another handpiece to confirm charged. Additional clinical follow up indicated there was no unintentional operation of the device. The initial battery was reset and then an alternate battery was used with the same intermittent activity. There was no report of harm, delay, or medical/surgical intervention as the reported event occurred prior to incision and alternate equipment was immediately obtained for the scheduled procedure start.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.